Event description:
It was reported that a malfunction occurred with the customer's pump, identified by malf 12 code and fault ID 12-0x2071. There was no adverse impact to the customer's blood glucose level. The customer had experienced at least three previous occurrences of this malfunction. Technical support resolved the issue by confirming the pump was within warranty, informing the customer of the replacement, and instructing them to allow the current pump's battery to deplete before shipping it back using a pre-paid label. The customer was to continue using the current pump as backup therapy until the replacement arrived.